Event description:
It was reported that there was possible perforation of the right atrial (ra) lead two days post implant of the lead. The extracted atrial lead was unable to be confirmed visually but pooling of blood was detected by echocardiography before the operation, so that surgical operation was decided to be carried out. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 6935m55 lead implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.